Event description:
It was reported that a cadd® cadd-prizm® vip system had lec 10038 and 10037. There is no known impact or consequence to patient.

Event description:
Customer provided further information. No patient involvement.

Manufacturer narrative:
Updated with no patient involvement.

Manufacturer narrative:
Device evaluation summary: one cadd prizm vip pump was returned for analysis in used condition. Visual inspection of the pump found pump in good physical condition. The pump was inspected the pump and battery was inserted into the pump. The pump gave alarm with "error code 10038". Upon further investigation it was revealed that an intermittent motor was the root cause of the issue. The customer's reported problem regarding delivery accuracy was able to be duplicated. Based on the evidence, the compliant was confirmed. The root cause was attributed to the motor.

Manufacturer narrative:
Corrected device evaluation summary: one cadd prizm vip pump was returned for analysis in used condition. Visual inspection of the pump found pump in good physical condition. The pump was inspected the pump and battery was inserted into the pump. The pump gave alarm with "error code 10038". Upon further investigation it was revealed that an intermittent motor was the root cause of the issue. The customer's reported problem regarding error code was able to be duplicated. Based on the evidence, the compliant was confirmed. The root cause was attributed to the motor.